Event description:
It was reported the patient's ipg was implanted too deep in the pocket and was unable to charge. In turn, surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: investigation conclusion code corrected.